Event description:
Initial information was received on (B)(6) 2011 from a male consumer. This (B)(6) consumer used the colgate power motion battery whitening toothbrush (lot # 2630le) and he said it exploded. As a result, the hearing in his right ear was impaired and his right hand was stinging, red, and slightly swollen. He had purchased three of the same type of toothbrushes, using the first one without any problems (unspecified date). He began using the second toothbrush approximately one month prior to the report, brushing twice a day and replacing the batteries once (unspecified date). On (B)(6) 2011, he turned the toothbrush on and nothing happened. When he turned it off and back on again, it began to work very slowly. He then held the toothbrush down, towards his stomach. He turned it off and on once more and he said it exploded from the bottom base, making a very loud sound. The hearing in his right ear was affected, as it sounded like he was underwater for three to four minutes. The events affecting his right hand occurred at the base of his fingers, around the upper part of his palm. At the time of the report, the consumer had recovered as his hearing was fine and his hand was symptom free. (B)(4).